Event description:
Per the clinic, the patient reported occasional and intermittent contact with the internal device. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).